Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as event onset and was discharged four days later. The patient was treated with vancomycin injection (1 gram, ongoing for 14 days, route not reported) and ceftazidime injection (1 gram, ongoing for 14 days, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Three days after event onset, pd therapy was discontinued and the pd catheter was removed. On an unreported date, the patient was switched to hemodialysis (three times per week). No additional information is available.